Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : device will remain at the account.

Event description:
It was reported that during the procedure, the surgeon noticed the implant was not the accurate size (too small) and the implant was not used.

Manufacturer narrative:
Updated: h4, h6. The reported event could not be confirmed as no intra-operative images were provided. Further, no post-op CT scan was received, so the investigation performed is limited. The peek cci design team performed an analysis of the peek implant design. The design steps of the implant were reviewed and determined to be performed in accordance to the applicable freqi procedures. The implant is designed with the requested features to fit the patient's defect. The implant was designed with a good symmetrical fit as shown in the slice images.overall, no deviation in the implant design was found. The implant was designed as requested by the customer and according to all quality instructions. Further, the DHR rereview showed that the implant was manufactured to specification. H3 other text : not available.

Event description:
It was reported that during the procedure, the surgeon noticed the implant was not the accurate size (too small) and the implant was not used.